Manufacturer narrative:
This follow up medwatch report is reporting the evaluation of the device. This follow up medwatch report is also updating information submitted on the initial medwatch report. Evaluation results: the reported malfunction was observed and attributed to an open between pin 2 and pin 4; which is directly related to the discharge switch within the internal handles. The internal handles were scrapped. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the associated device failed to discharge using these internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.